Event description:
The user facility reported that the door on their reliance synergy washer had closed onto an employee¿s arm. No medical treatment was sought or administered at the user facility. The user facility advised the employee to follow up with a physician. The user facility was unable to confirm if additional treatment was provided during the employee¿s follow up with the physician. The employee returned to work a few days later and is fine. No procedural delays/cancellations were reported.

Manufacturer narrative:
The user facility could not confirm the reported event as no other employees were present in the room and the emergency stop button on the reliance synergy washer was never pushed. During prior service calls and routine preventive maintenance on 6/12/2013 the user facility did not disclose any reported injuries to the steris service technician and no issues were noted with the equipment. The user facility placed a service call unrelated to the reported event on (B)(4) 2013. A steris service technician addressed the service call and during this time no issues were noted with the door.